Event description:
Caller reported that users experienced three occurrences where the cuff on a 6lpc tracheostomy tube leaked following insertion and reintubation was required. No patient harm was reported.